Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptom/ae: none. It was reported that during an av grafting procedure to the brachial artery, the agiltrac balloon burst at 4 atm. The device was removed with the balloon fully intact. There were no adverse pt effects reported. Another agiltrac was used successfully. Although requested, there is no add'l info available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.